Event description:
It was later reported the health care provider (hcp) found a deformation at the lead termination after opening the package. The hcp decided the lead could cause an impediment in actual insertion into the brain so another product was used. It was noted a new lead was opened and used for the implant. The hcp stated "although it was subtle distortion, the physician determined that it will impede accurate lead positioning to the target and opened a new kit." It was noted this issue had occurred frequently. It was noted there were no health hazards to the patient. No further information was reported.

Event description:
It was reported on (B)(6)-2012 a physician found a deformation at the lead termination after opening the package. A new lead was opened in used in place of the deformed one for that implant operation.

Manufacturer narrative:
Analysis of the lead model 3389-28 lot found the distal end of the lead was bent, new out of the box. Continuity was acceptable. (B)(4).

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.